Event description:
Ventilator connected to pt began to smell of burning plastic & to emit smoke, the screen went black but the ventilator continued to function until the rcp disconnected it from the pt & took it out of service.